Event description:
Fetal biometry measurements are automatically stored into worksheet and report and used in calculations even without operator of equipment selecting that the measurement be saved. This results in erroneous calculated data unless the operator edits the data to delete the unwanted measurements.